Event description:
Display backlight failure. On (B)(6) 2014 during a routine review of service order findings from a regional service ctr (rsc) located in the united states, an ikaria quality rep identified a display backlight failure with inomax dsir# (B)(6). Although the customer did not report a device deficiency or serious adverse event with this device, a display backlight failure in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. On (B)(6) 2014: although there was no adverse event reported with the device, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir # (B)(6) (complaint-(B)(4)). The review of service order findings was completed on october 30 2014. Inomax dsir # (B)(6) was at the regional service ctr (rsc) in the united states for routine preventive maintenance. A delivery failure (df) occurred during preventive maintenance (pm) service at the rst. Service log review shows that a delivery failure alarm occurred due to backlight current below the minimum 800 counts (actual value: 784 counts). Rsc replaced touchscreen/display and inverter board. A full functional test was performed and the device operated according to specifications so it was returned tot he device service pool. The root cause was a display-backlight failure. This condition will be tracked and trended under ikaria's quality system. Although the customer did not report a device deficiency or serious adverse event with this device, this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).